Event description:
It was reported that a transfer set disconnected from a plastic catheter adapter during automated peritoneal dialysis (apd) therapy. The transfer set was reconnected after disconnection. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The transfer set was reported to be unavailable for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.